Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 6 years post initial procedure aneurysm sac growth with a possible endoleak was noted on a computed tomography angiogram. Reportedly, during re-intervention no obvious endoleak was identified, but the physician elected to reline with a bifurcated stent graft and 2 infrarenal stent graft extensions. The patient tolerated the procedure well. Additional information. Clinical review identified an off-label index procedure due to an infrarenal angle of 68.6° (outside the IFU).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the sac growth and possible endoleak based on the medical records and imaging available to review. Attempts were made to obtain medical records but was denied as patient authorization is needed. The secondary endovascular procedure was confirmed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. However, as the index procedure was off-label due to an infrarenal angle of 68.6° (IFU states less than 60°) this may have caused or contributed to the event. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 6 years post initial procedure, an endoleak of indeterminate origin with aneurysm sac growth was identified on a computed tomography angiogram (cta). A re-intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and 2 infrarenal stent graft extensions. The patient tolerated the procedure well.